Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2021 overnight. Blood glucose at the time of event was 500 mg/dl. Current blood glucose was 201 mg/dl. The customer reported ketones present in the urine as a result of high blood glucose. Customer treated for high blood glucose using intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.